Manufacturer narrative:
(B)(6).

Event description:
It was reported that two healicoil anchors broke while being advanced into bone tunnel. Rep arrived shortly thereafter. Hard bone as per surgeon, asked for bone tap, advised none available in hospital except for 3.8 gold awl. Offered healicoil regenesorb anchors, as awl/dilator available on hand. Surgeon declined, asked for two more healicoil pk anchors. Observed, anchor placement done as per surgical technique. The 3rd & 4th anchors implanted successfully. Surgery completed without any other incident. Slight delay to surgery.

Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. The distal threads of the anchor have broken off. The material surface of the anchor is heavily burnished. As reported the patient had hard bone and the insertion site was prepared using a 3.8 awl.